Event description:
It was reported that after blood collection the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were clotting. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: material #: 367856. Lot/batch #: 2292067, 3111807, 3136158, 3163670. Bd had not received samples or photos for investigation. Therefore, 100 retention samples for each lot from bd inventory were evaluated by visual examination and no issues were observed relating to sample quality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sample quality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g5. PMA / 510(k)#: k213670, k231373 there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2292067 d4. Medical device expiration date: 29-feb-2024 h4. Device manufacture date: 19-oct-2022 d4. Medical device lot #: 3111807 d4. Medical device expiration date: 31-aug-2024 h4. Device manufacture date: 19-oct-2022 d4. Medical device lot #: 3136158 d4. Medical device expiration date: 30-sep-2024 h4. Device manufacture date: 19-oct-2022 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after blood collection the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were clotting. There was no report of patient impact.